Event description:
The customer observed a non-reproducible higher than expected vitros troponin I es result on a single patient sample run on a vitros eciq immunodiagnostic system. Vitros result of 0.081 ng/ml vs expected of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The results were not reported to a clinician and no allegation of patient harm was made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros troponin I es result was obtained on a single patient sample run on a vitros eciq immunodiagnostic system. The most likely assignable cause is an unexpected instrument performance; however, the possibility that an unexpected reagent performance or inappropriate pre-analytical sample processing had contributed to the result could not be ruled out.